Manufacturer narrative:
The logs were reviewed by a medtronic representative. The review found that a segmentation fault occurred when the user switched to using the scope probe. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
(B)(6). On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report on (B)(6) 2017 that while in a cranial procedure on (B)(6) 2017, the site's navigation system unexpectedly became unresponsive. The monitor went from a normal navigation screen to the blue logo screen. The site forced a hard system shut-down and re-started the navigation system two times. At the third hard re-boot, normal function was restored and maintained. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.